Event description:
It was reported that the gauge of the foot control device was cracked. It was unknown to the reporter if the event occurred pre-surgery or during surgery. The reporter confirmed that there was no delay in surgery and an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual foot control device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. During testing the device was duplicated the findings indicate that this event was due to improper handling. If additional information should become available, a supplemental report will be sent accordingly.